Manufacturer narrative:
System analysis/service repair on (B)(6) 2017. The reported footswitch issue was confirmed and the footswitch and connector o-ring were replaced. Preventive maintenance (pm) was performed and the system was tested and verified to meet manufacturer¿s specifications. The faulty footswitch has not been returned for analysis.

Event description:
It was reported that during a procedure the physician was experiencing difficulty using the footswitch noting that the foot switch was¿ hard to press and continued to fire after release¿. The procedure was completed ¿with this device¿. There was no injury reported.